Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm and a bad battery test. Customer reported to have also experienced a blank display screen. Customer did not remember if battery out limit alarm occurred during normal use. Customer was advised that battery cap would be replaced.